Event description:
It was reported that there was stent occlusion post-surgery. The physician stated, 'the stent crushed' and the carotid had thrombosed. It was suspected that the 0.014'' guidewire entered and exited the subintimal space with subsequent stent deployment in the true lumen and the subintimal space. Additional information indicated dissection location was ica/bulb and dissection was treated with second stent.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that there was stent occlusion post-surgery. The physician stated, 'the stent crushed' and the carotid had thrombosed. It was suspected that the 0.014'' guidewire entered and exited the subintimal space with subsequent stent deployment in the true lumen and the subintimal space. Additional information indicated dissection location was ica/bulb and dissection was treated with second stent.